Event description:
Customer reported that she found blood in the infusion set. She stated that the blood goes 6 inches into the tubing line. Customer stated, she has been connected to the infusion set for some days and she was able to get most of the blood out with a bolus delivery. Customer reported that the infusion set in use has been expired for over a year. Customer stated the insertion site shows signs of infection there is blood; she was actively bleeding. Customer was advised to apply firm pressure until bleeding stopped and to contact her doctor if bleeding persists. Customer is inserting properly and is not taking any medication that might cause bleeding. Customer then stated that the bleeding stopped. Customer was advised to change the infusion set and turn to her doctor for other insertion sites option; currently inserting in abdomen. Blood glucose value was 221 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.